Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed and the front panel assembly was replaced. The device was recertified and returned to the customer. The front panel assembly was returned to zoll medical us; the malfunction was duplicated and attributed to high electrical contact resistance with the system power switch. Analysis for reports of this type has not identified an increase in trend.